Event description:
Clinical Narrative:An Impella CP device was inserted into the right axillary/subclavian artery in a 73-year-old female patient presenting in Society for Cardiovascular Angiography & Interventions (SCAI) stage B shock, and on a ventilator for respiratory support, prior to initiation of support. The Impella was inserted for ventricular support during a protected percutaneous intervention (PCI).While the patient was in the intensive care unit (ICU), the Automated Impella Controller (AIC) console failed to recognize the purge cassette on the tubing change. A new AIC console was used with no issues. There was no noted interruption of flow or support for the patient.After six days on support, the device was removed and the patient continued on extracorporeal membrane oxygenation (ECMO) support. The post-procedure outcome is survived at explant. While on support, the Impella functioned at performance level P-6 at 3.3L/min with D5W Sodium Bicarbonate in the purge solution. The Automated Impella Controller is being reported due to the device exchange; however, the exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.